Event description:
On (B)(6) 2010, the pt's mother reported, the up and down buttons on the pt's insulin infusion device are not properly working. She stated, she does not think the device has been dropped. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.